Event description:
Boston scientific crm received information that this device was returned to boston scientific's post market quality assurance laboratory for unknown reasons. There were no allegations or complaints against the device's operation, functionality or longevity. The right ventricular (rv) defibrillation lead was not returned for laboratory testing.

Manufacturer narrative:
The device was interrogated and a shorted shock lead fault was identified. Examination of the device memory revealed that the device had shocked into a shorted lead condition on (B)(6), 2010. Shock testing and electrical measurements confirmed that the device had sustained damage consistent with delivery of energy from a shorted lead condition. The status of the rv defibrillation lead was not known. The event will be reopened if additional information is received and/or the rv defibrillation lead is returned for analysis.